Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained an unspecified error message on the reported meter indicating ¿not enough blood¿. The patient reported that she was able to also obtain the readings of 400 mg/dl and 500 mg/dl on the reported meter. The error message issue was not resolved. There was no patient injury associated with this issue. The patient did not suffer an adverse event due to the reported meter. However, as the error message issue was not resolved with troubleshooting, this complaint is being reported.